Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 322 which was reproduced. A review of the event history log identified multiple events of system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be loose lower link screw which was adjusted to correct this condition. During evaluation the device was found to have a delayed keypad response. The cause was identified to be a failed processor printed circuit board. The processor printed circuit board was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.